Event description:
Reporter indicated that patient complained of continuous stimulation for approximately five minutes. Two attempts have been made to obtain additional info with no response to date (1 via certified u.s. Mail to physician, 1 via voicemail message at physician's office).